Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08206. It was reported patient suffered a fall and as a result is experiencing diminished therapy in the lower back and right leg. Surgical intervention was undertaken, explanting and replacing the leads. Stimulation was restored postoperatively. The issue is resolved.